Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, imaging evaluation did not reveal any device related issues or malfunctions. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where patient was bradycardic on pre-procedural tee imaging with heart rate (hr) at 50bpm and stayed in 50's throughout the procedure. Post deployment, the valve was well seated at all hinge-points of the annulus (no malposition), but the heart rate was around 38bpm and 40 bpm and the site planned to place a temporary pacemaker. It was reported on post-operative day (pod) 1, a permanent pacemaker (ppm) was implanted. The patient is doing well and no further treatment or interventions have been reported.